Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio determined that the cause of the reported issue was the quik combo therapy cable.  Physio observed that while testing the device with the cable, that the ECG waveform would go in and out as the cable was moved.  The original cable was removed and the customer provided a new quik combo therapy cable from their existing inventory.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device would not obtain a patient's ECG waveform while in paddles lead ECG.  Medical personnel were using a therapy cable and defibrillation electrodes (brand unknown).  There were no reports of adverse effects to the patient as a result of the reported issue.   After multiple attempts, physio-control has been unable to obtain additional details about the patient or the event.